Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia'), genital haemorrhage ('general abnormal bleeding'), urinary tract infection ('uti') and nerve compression ('I had a pinched sciatic nerve diagnosed in 2008 or 2009') in an adult female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("completely lost my desire to have intercourse") and night sweats ("could not be pleasured night sweats"). In (B)(6) 2005, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infections"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss") and vulvovaginal mycotic infection ("yeast infections"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nerve compression (seriousness criterion medically significant), dry skin ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), tinea infection ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), rash erythematous ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), gingival recession ("dental problems cavities, receding gums"), amnesia ("memory loss / short term memory loss"), disturbance in attention ("unable to concentrate/focus/remember, long and short term memory loss."), allergy to metals ("nickel allergy"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision"), foreign body sensation in eyes ("gritty eyes"), dry eye ("dry eyes"), abdominal pain ("abdominal pain"), hypoaesthesia ("neck numbness"), vaginal discharge ("vaginal discharge"), sciatica ("pain: sciatic nerve l4-l5"), neck pain ("pain: neck c4-c7"), dental caries ("dental problems cavities, receding gums"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation with thermachoice device, hysterectomy with bilateral salpingectomy, installation of urinary bladder and discectomy and laminectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, anxiety, depression, allergy to metals, dyspareunia, weight increased, abdominal pain, vaginal discharge, back pain, bladder disorder and urinary tract disorder had resolved and the menorrhagia, urinary tract infection, nerve compression, loss of libido, night sweats, hot flush, cystitis, bacterial vaginosis, dry skin, tinea infection, rash erythematous, gingival recession, amnesia, disturbance in attention, vitreous floaters, vision blurred, visual impairment, foreign body sensation in eyes, dry eye, fatigue, alopecia, hypoaesthesia, vulvovaginal mycotic infection, sciatica, neck pain and dental caries outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, dental caries, depression, disturbance in attention, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, foreign body sensation in eyes, genital haemorrhage, gingival recession, hot flush, hypoaesthesia, loss of libido, menorrhagia, neck pain, nerve compression, night sweats, pelvic pain, rash erythematous, sciatica, tinea infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: right fallopian tube was still patent.; on (B)(6) 2006: right tube appears to be occluded; on (B)(6) 2006: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: added event back pain, general abnormal bleeding, bladder problems, urinary problems. Up[dated outcome of event. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia'), urinary tract infection ('uti') and nerve compression ('I had a pinched sciatic nerve diagnosed in 2008 or 2009') in an adult female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("completely lost my desire to have intercourse") and night sweats ("could not be pleasured night sweats"). In (B)(6) 2005, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infections"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss") and vulvovaginal mycotic infection ("yeast infections"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nerve compression (seriousness criterion medically significant), dry skin ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), tinea infection ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), rash erythematous ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), gingival recession ("dental problems cavities, receding gums"), amnesia ("memory loss / short term memory loss"), disturbance in attention ("unable to concentrate/focus/remember, long and short term memory loss."), allergy to metals ("nickel allergy"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision"), foreign body sensation in eyes ("gritty eyes"), dry eye ("dry eyes"), abdominal pain ("abdominal pain"), hypoaesthesia ("neck numbness"), vaginal discharge ("vaginal diischarge"), sciatica ("pain: sciatic nerve l4-l5"), neck pain ("pain: neck c4-c7") and dental caries ("dental problems cavities, receding gums") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation with thermachoice device, hysterectomy with bilateral salpingectomy, installation of urinary bladder and discectomy and laminectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, nerve compression, dysmenorrhoea, loss of libido, night sweats, hot flush, cystitis, bacterial vaginosis, dry skin, tinea infection, rash erythematous, gingival recession, amnesia, disturbance in attention, dyspareunia, vitreous floaters, vision blurred, visual impairment, foreign body sensation in eyes, dry eye, fatigue, alopecia, abdominal pain, hypoaesthesia, vulvovaginal mycotic infection, sciatica, neck pain and dental caries outcome was unknown and the vaginal haemorrhage, anxiety, depression, allergy to metals, weight increased and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, cystitis, dental caries, depression, disturbance in attention, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, foreign body sensation in eyes, gingival recession, hot flush, hypoaesthesia, loss of libido, menorrhagia, neck pain, nerve compression, night sweats, pelvic pain, rash erythematous, sciatica, tinea infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: right fallopian tube was still patent.; on (B)(6) 2006: right tube appears to be occluded; on (B)(6) 2006: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query:event " extremely dry skin with patches of dry red itchy sores that resembled ringworm" pt was updated from rash generalized to rash erythematous. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia'), urinary tract infection ('uti') and nerve compression ('I had a pinched sciatic nerve diagnosed in 2008 or 2009') in an adult female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced fatigue ("fatigue"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("completely lost my desire to have intercourse") and night sweats ("could not be pleasured night sweats"). In (B)(6) 2005, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infections"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss") and vulvovaginal mycotic infection ("yeast infections"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nerve compression (seriousness criterion medically significant), dry skin ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), tinea infection ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), rash generalised ("extremely dry skin with patches of dry red itchy sores that resembled ringworm"), gingival recession ("dental problems cavities, receding gums"), amnesia ("memory loss / short term memory loss"), disturbance in attention ("unable to concentrate/focus/remember, long and short term memory loss."), allergy to metals ("nickel allergy"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision"), foreign body sensation in eyes ("gritty eyes"), dry eye ("dry eyes"), abdominal pain ("abdominal pain"), hypoaesthesia ("neck numbness"), vaginal discharge ("vaginal discharge"), sciatica ("pain: sciatic nerve l4-l5"), neck pain ("pain: neck c4-c7") and dental caries ("dental problems cavities, receding gums") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation with thermachoice device, hysterectomy with bilateral salpingectomy, installation of urinary bladder and discectomy and laminectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, nerve compression, dysmenorrhoea, loss of libido, night sweats, hot flush, cystitis, bacterial vaginosis, dry skin, tinea infection, rash generalised, gingival recession, amnesia, disturbance in attention, dyspareunia, vitreous floaters, vision blurred, visual impairment, foreign body sensation in eyes, dry eye, fatigue, alopecia, abdominal pain, hypoaesthesia, vulvovaginal mycotic infection, sciatica, neck pain and dental caries outcome was unknown and the vaginal haemorrhage, anxiety, depression, allergy to metals, weight increased and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, cystitis, dental caries, depression, disturbance in attention, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, foreign body sensation in eyes, gingival recession, hot flush, hypoaesthesia, loss of libido, menorrhagia, neck pain, nerve compression, night sweats, pelvic pain, rash generalised, sciatica, tinea infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: right fallopian tube was still patent.; on (B)(6) 2006: right tube appears to be occluded; on (B)(6) 2006: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, pelvic pain female, menorrhagia, depression, migraine, vaginal bleeding, weight gain, neck numbness, loss of libido, night sweats, hot flashes, yeast infections & bacterial vaginosis, uti, depression, anxiety, extremely dry skin with patches of dry red itchy sores that resembled ringworm, tooth disorder, memory loss, unable to concentrate/focus/remember, long and short term memory loss, pinched sciatic nerve, nickel allergy, vaginal discharge, failure to occlude (close) fallopian tube(s), floaters, blurred vision decreased vision, dry eyes, gritty eyes, hair loss and fatigue) updated, insertion date of essure, reporter detail and date of birth of patient updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.